Event description:
A report was received that the patient had an issue with the healing of the battery¿s pocket site. The physician suspected infection and drained the abscess in the pocket, and the patient was prescribed with antibiotic. The physician did not believe that the infection was device or procedure related. The patient was reportedly doing well.

Event description:
A report was received that the patient had an issue with the healing of the battery¿s pocket site. The physician suspected infection and drained the abscess in the pocket, and the patient was prescribed with antibiotic. The physician did not believe that the infection was device or procedure related. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4).